Event description:
The plaintiff's attorney alleged that the pt experienced a stroke and later in the same month experienced a sudden cardiac event and expired on the same day. The event is further alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Add'l info has been requested and will be submitted upon receipt accordingly.